Event description:
It was reported that during a kyphoplasty procedure, the hv-r bone cement was still runny after 40 minutes. The physician injected the cement into the patient in a runny state hoping that the cement would be warmed up in the patient's body and reach the appropriate viscosity. The physician was able to fill the vertebral body with cement, however, cement leaks were observed in the superior endplate leading in to the disc space. The procedure was completed successfully with no patient complications reported. No further information was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative.